Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an eri message. It was reviewed that eri indicated elective replacement indicator. The patient expressed concern with the longevity of the device, stating that they were just implanted in (B)(6) 2015. The patient said that they run the device at about 5.5v, and 2v on the right side. The patient noted that they informed their manufacturing representative on aug-27 of the eri message. The patient also reported having neck issues, and requested compatibility guidelines for a tens unit. It is unknown if the neck issues are related to the device or therapy. The patient was to follow up with their healthcare provider. Additional information was received from the patient's healthcare provider indicating that the eri message was due to a low battery, and the patient was scheduled for a replacement. The patient was implanted for chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.